Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device revealed no anomalies. A longevity estimation was performed and the battery voltage was lower than expected. Further analysis indicated that the device behaved normally. The power consumption of the device was measured and revealed to be normal. The battery was returned to the manufacturer for analysis and no cause of depletion was detected. The cause of premature battery depletion could not be determined. Correction: manufacturer report 2938836-2017-29657, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
During follow up, it was noted that there was a decrease in battery voltage. The device will be explanted and replaced due to possible premature battery depletion. The patient was stable with no adverse consequenecs.